Event description:
It was reported that a cartridge alarm occurred. The customers blood glucose level was 479 mg/dl. Reportedly, the pump was reset, and a cartridge was loaded onto the pump to resolve the issue.